Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for post implant check-up. Upon device interrogation, the atrial lead exhibited high impedance. An x-ray revealed the connector pin was not fully inserted into the device header. No intervention or patient symptoms were reported. The pocket was reopened on (B)(6) 2015 and the lead was reinserted into the device. The patient was fine post procedure.